Manufacturer narrative:
No product was returned for investigation. The root cause of the arrhythmia was unable to be determined due to insufficient clinical details. The device passed all post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced ventricular tachycardia. The patient was intubated and the impella flow was increased. Later, the patient was successfully weaned from the pump and survived.